Event description:
The customer contacted philips healthcare to report that they were unable to correct an unspecified issue with this device. They called to make arrangements for further device evaluation and repair. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.